Manufacturer narrative:
Device evaluation: ten devices were received and evaluated for the adhesive pad issue event complaint. All devices were inspected, and due to the used condition of the foam pad, the original adhesive properties could not be verified. The complaint could not be confirmed.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted to contact v-go user multiple times with no success. The patient had called with a complaint of multiple devices failing to adhere to her skin. She mentioned that the needle caused scraping of her skin and bruising. It is not known if the skin became infected. It is not known how the patient corrected the problem of the device not adhering. It is not known if the failure to adhere was noticed immediately or if it was over time causing the glucose levels to rise. She mentioned that she applied the device to her abdomen but did not mention if the skin was prepped correctly. She also mentioned that she has been having stress headaches related to problems with the device. The severity of the headaches is not known or how she treated them. This is mostly a device complaint, which caused some minor scrapping and or bruising of the skin from the device needle. This is not a serious adverse event, but the device probably contributed to minor skin injury.

Event description:
The patient reported that the adhesive of their v-go devices won't stick. The patient reported about 10 devices had the issue. The patient stated that the adhesive issue causes the needle to scrape and bruise their stomach. The patient reported that the device issues are causing them to have stress headaches. The devices were reported to be available for return, however to date have not been returned to the manufacturer for evaluation.